Event description:
Doctor was scheduled to perform a laser lithotripsy for patient. After it was determined that the laser fiber was required to complete the case. Package was intact, handed off to surgical tech who then secured the fiber at the field and handed the non-sterile end to orderly personnel (healthcare assistant). Moses¿ 200 d\f\l fiber was properly attached to the holmium laser, settings were correct and doctor proceeded to attempt lasering of the stone. The laser monitor unit screen showed no errors, was set properly, but still failed to send any energy to the field through the fiber. A second attempt to use the fiber was made with the same outcome. The laser machine was then restarted in hopes of full function returning. Once rebooted the original fiber was used in a 3rd attempt without success. The non-functioning fiber was wiped and handed off the field for reporting. A new laser fiber of the same brand was opened and functioned properly the 1st time.